Event description:
Facility reports that three separate line infections occurred during the use of the ez huber. Facility had not experienced this problem before.

Manufacturer narrative:
Attempted to obtain add'l info from distributor and facility. Emailed or called distributor on the following dates: 3/17 (call), 3/23, 3/23 (call), 3/24, 3/26, 3/31 calls made directly to facility 3/31, 4/1, 4/7, 4/13, 4/14, 4/15, 4/16, 4/17. Multiple attempts made to distributor and facility to collect necessary info to investigate event. Unable to obtain add'l info. Sterilization review. Sterilization validation for 4th qtr 2008 and 1st qtr 2009 were reviewed and found to be in order. Environmental media plates for 4th qtr 2008 and 1st qtr 2009 were reviewed and found to be in order. Review of all production sterilization batch runs indicated the minimum dose requirements were met on each production run. Label review: IFU states, "use aseptic technique". Method: no sample returned for investigation. Results: reviewed sterilization, environmental controls and labeling. Insufficient information to properly investigate complaint. Multiple attempts were made to obtain add'l info. Sterilization and environmental controls were reviewed and found to be in order. Closed complaint due to insufficient information. (B)(6).